Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a low battery alarm with new batteries. Customer reported to have an insulin pump that was not used for insulin delivery due to customer being upset due to getting high blood glucose. Customer also reported of experiencing blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 70 and blood glucose was 40 mg/dl. Customer was advised to monitor insulin pump and to call back should issues persists.